Event description:
It was reported that the patient experienced discomfort, irritation, and swelling at the implantable pulse generator (ipg)pocket site. The physician suspected an infection and, therefore, drew fluid from the pocket. The sample was sent for testing. The results were inconclusive due to lab issues, according to the reporter. The device was explanted, and a culture was taken from the ipg. During the explant procedure, it was noted that there were no signs of infection when the ipg pocket and lead incision. All devices were removed without complications. The patient was prescribed oral antibiotics (keflex and bactrin) before and after the explant. The devices were returned and evaluated. There was no allegation against the functionality of the ipg. Visual inspection observed no damages or anomalies with the received ipg. The ipg passed functional testing and performed correctly. There was no allegation against the functionality of the leads. Both leads were received cut into two segments. No other damages or anomalies were observed with the received leads. Functional testing could not be performed because both leads were received cut into two segments. The device history record was reviewed, and no relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4)